Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: additional narrative: h3, h4, h6: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found, that the tip is severely deformed and stripped. This damage is consistent with off-axis assembly and impacting the device before the tip is fully seated into the cup. Therefore, the potential cause can be traced to unintended use error. A functional test was not performed, since it was not applicable to the complaint condition. A dimensional inspection was not performed, since it was not applicable to the complaint condition. The overall complaint was confirmed. As the observed, condition of duraloc str cup impactor would have contributed to a device issue. Based on the investigation findings, the potential cause is traced to unintended use error. And it has been determined, that no corrective and/or preventative action is required. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, that on an unknown date. The acetabular graters have become dull. There was no patient involvement.